Manufacturer narrative:
Additional information: it was a 4.0x29mm non-medtronic stent that was poorly apposed. There was no issues noted during stent deployment prior to post dilation. There were no difficulties noted during inflation of the balloon. Deflation difficulties were noted after the first inflation. The balloon was inflated to approximately 10 atm prior to the deflation difficulties. The balloon deflated slowly for about 20 seconds. Once the balloon had deflated to a suitable point for insertion into the guide catheter, the balloon was slowly withdrawn into the guide catheter lumen and the entire system was withdrawn. The balloon was not fully deflated when removed from the patient. No other difficulties were encountered. It was not difficult to remove the protective sheath/stylette of the device. A 50:50 dilution of contrast/saline was used. The device was inspected before use with no issues noted. Resistance was not noted while advancing the device. The balloon was not moved or repositioned while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: device model and lot number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter rx coronary balloon catheter, deflation difficulties were encountered. Due to poor stent apposition, the nc sprinter balloon was being used for high-pressure post-dilation of a stent. After dilation, the balloon was extremely difficult to deflate, resulting in temporary vascular occlusion and symptoms of chest tightness and pain in the patient. After repeated aspiration with the pressure pump, the balloon was eventually freed. No harm was caused to the patient. No further patient complications have been reported as a result of this event.